Event description:
It was reported that this subcutaneous implantable lead exhibited infection. A revision was performed and the s-ICD along with the implantable lead were explanted. There were no additional adverse patient effects reported. The s-ICD will not be returned.